Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter appeared to be kinked at the connection to the proximal cable hook up upon removal from the package. The catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.